Event description:
The patient contacted animas alleging that the subject pump would not power on. At the time of troubleshooting, the patient confirmed there was no visible damage to the pump or battery cap. The patient replaced the subject pump's battery; however, the alleged power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: one reboot was observed in the black box download. No alarms related to the complaint were recorded in the black box. The battery cap was observed to have visibly stripped threads. The battery cap was unable to maintain a connection to the pump; rebooting was duplicated during testing. A test cap was inserted and the pump powered on; the pump was exercised for 24 hours without rebooting occuring. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.